Event description:
It was reported that following a catheter revision, the pt continued to experience severe spasticity. It was also reported that the pt was too weak to feed herself, reach for kleenex, and couldn't yawn. The pt also had altered mental status, and increased baseline pain over the pump and hip, which the caller believed may have been fractured by the spasticity. It was reported that the pt had spasticity when she came out of recovery 9 hours after surgery, and that she went home still experiencing spasms. The hospital told them that the symptoms would resolve in 24-48 hours, but it was reported that it had been 48 hours and the pt was still experiencing spasms. No pt treatment or outcome was reported. The pt's pump contained baclofen. Add'l info was requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.